Manufacturer narrative:
Upon reviewing all available info, the most probable root cause is user error due to not performing test spot prior to treatment. Treatment provider need to be aware that syneron recommends ~2mm layer of gel during treatment. Also, syneron user manual recommends to clean the excess gel from the electrodes to prevent from arcing.

Event description:
On (B)(6) 2014, syneron qa was notified by the skin institute that a pt sustained burn injuries on the right cheek post treatment with elight sys and reaffirm applicator. The skin institute initially reported that pt suffered blisters on the cheek. The pt is a (B)(6) years old female woman who was treated on the right side of the face for wrinkle reduction. The setting for the treatment was 90j with cooling set to strong and a total of 6 passages. Pt felt discomfort during treatment and operator had to stop after treating right side. Treatment operator stated that plenty of ultrasound gel was used during treatment and that the applicator was held tightly against the skin during pulses. Pt has had reaffrime treatment in 2010 and many ipl/laser treatments prior to injury, and the last treatment date prior to incidence was 3 weeks before. The setting used were appropriate for pt's skin type, however, the operator did not perform test spots before treatment as recommended by elight user manual pb70493en for reaffirm applicator. Pt was given silvadene/clobetasol post injury. As evident in the post injury photos, the blisters is moderate in severity. Upon arrival testing found the following: initial measurement with ds applicator indicated the optical energy and rf output were within specifications. Optical energy measured 21j and rf output measured 16.6j and sys displayed 17.4j. Calculated difference was less than 10% discrepancy. Sys passed all tests and calibrations. St applicator was well within range of desired values.